Event description:
It was reported that, "the trial cracked upon insertion. Had another tray available and used another trial".

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.